Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image colors bar, failed water leak test from cable, and tiny pin hole on cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: intermittent image colors bar due to faulty cable unit connector, and failed water leak test from cable due to tiny pin hole on cable. Based on the results of the investigation, the most probable cause of the customer allegation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed a rainbow bar and the camera is not registering. The issue was identified during set up/inspection for us. There were no reports of patient involvement.